Event description:
Reporter stated that patient received a result of 135 mg/dl, while using the suspect device. Six hours later, patient was unresponsive and sweating. Reporter phoned emergency medical services, and upon their arrival, patient's blood glucose measured 43 mg/dl (using paramedics' blood glucose monitor). Patient was treated with intravenous fluids (contents not provided), and was given food. Patient's blood glucose measured 231 mg/dl, prior to paramedics' departure. Patient was not transported to the hospital for additional treatment. Reporter indicated that patient has been experiencing recurrent hypoglycemia. Additionally, reporter stated that they believe the patient's blood glucose monitor is producing accurate results. Control testing had not been performed on the suspect device. A request was made for the return of the suspect device and replacement product was shipped.